Event description:
The customer alleged many back to back results which upon further review with the customer did not appear to be back to back results. The customer alleges back to back readings on his meter, verified in meter memory, of 215 mg/dl and 553 mg/dl. The customer's physician increased diabetic medications based upon meter memory results, as the customer's blood glucose results were above the normal glucose range. No allegations of injury or adverse event either from suspect blood glucose readings or the increase in insulin. The customer states he does not adjust insulin dose based upon blood glucose results. Return requested and replacement was sent.